Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer's blood glucose level was 108 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. Standard troubleshooting was performed. The insulin pump's drive support cap was protruding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).